Event description:
It was reported that pump issued cartridge alarm during cartridge load process even though customer waited for prompt before removing used cartridge and had not experienced similar alarms with this pump previously. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to restart cartridge load process without using new cartridge, received review of loading instructions, confirmed correct steps were followed, and was ultimately able to successfully load cartridge and resume insulin therapy, after which case was closed.